Event description:
It was further reported that the 2.00x6mm flextome cutting balloon was inflated 1 time to 18 atm for 14 seconds. The flextome balloon was fully deflated upon withdrawal and the device was removed intact. Upon removal it was noted that the blades were "up positioned" but had not detached from the balloon.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, there was difficulty withdrawing the device and a portion of the device was broken. The 90% stenosed target lesion being treated was located in the severely calcified proximal portion of the descending artery. Rotational atherectomy was performed using a 1.25mm rotablator burr. A 2.00x15mm non-bsc balloon catheter was then advanced to the lesion for pre-dilation. Additional pre-dilation was needed, so a 2.00x6mm flextome cutting balloon was then advanced and became trapped within the lesion. Additional pre-dilation could not be performed and it was decided to remove the device. Upon attempting to withdraw the device, the physician experienced withdrawal difficulties and had to use some force in order to remove the device. Upon removal, it was noted that the device was "completely broken" in an unspecified location. A 2.50x15mm quantum balloon catheter was then advanced for additional pre-dilation and was successful. Three non-bsc stents were then successfully deployed. No further complications were reported and the patient's status was stable following the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a microscopic examination of the device identified a longitudinal tear from distal to proximal marker bands. One of the blades was severely bent. All blades were present and fully bonded to the balloon surface. The shaft was twisted just proximal to the exchange port. The tip of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. Solidified blood and contrast media were present within the inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is related to user/use error. The complaint states that the balloon was inflated to 18 atmospheres, which is above the rated burst pressure. The directions for use states "balloon pressure should not exceed the rated burst pressure." (B)(4).